Event description:
Received a report that site's programming handheld computer interrogates; then freezes frequently. The handheld will function when reset by physician, but freezes again after the interrogation. Physician received a new replacement handheld.